Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. A x-ray was taken and the pace/sense pin was not fully seated in the implantable cardioverter defibrillator (ICD) header. The lead was reset in the device header and the products remains in use. No patient complications have been reported as a result of this event.